Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) and atrial fibrillation appear to be outcomes of the slda. The reported hospitalization and surgical procedure were results of case-specific circumstances. The reported patient effects of mr and atrial fibrillation are listed in mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement, surgical intervention, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, one clip was deployed, reducing mr. However, 47 days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3. The clip was moving on the anterior leaflet. The patient developed atrial fibrillation. The patient remained hospitalized and underwent mitral valve replacement surgery. The atrial perforation was closed with an unspecified closure device. Details are listed in the article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.